Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-22103 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller was seeing an oor message when the right ins was below 75%. The patient stated they charged up the ins for a short time (couple minutes) and then they wouldn't see the oor message. It was reviewed what could've caused the oor message. The rep stated they checked the impedances and said they were normal in the 1000-1400 ohms range. The patient's current programming was group a: prog 1: 3.8v, 240pw, 125hz, 1477 ohms 2.5ma. Prog 2: 4.5v, 240pw, 125hz, 1002 ohms, 4.4ma. It was reviewed the potential that the oor was caused by either intermittent short that they haven't seen or it was possibly due to the settings and when the patient's ins battery got below 75% that triggered the oor. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that when the patient's battery level dropped down to 3 quarter of a charge, the out of regulation (oor) screen would come up. It was noted they had reached out to the healthcare professional but had not heard back yet. It was stated they were able to bypass the oor screen after charging up the device to full battery. It was mentioned that the patient usually turned the device off before bed every night. The patient was able to sync the patient programmer with the implantable neurostimulator (ins) and bypass the oor screen. The ins battery charge level was ok. No symptoms were reported. No further patient complications have been reported as a result of this event.